Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues of pump not powering on, and multiple radio frequency pic failed self-tests. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The customer declined to troubleshoot for blank display.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump had normal operating currents, no damage found on the lcd isolation tape noted and no a64 alarm was noted. The insulin pump passed self test. However, the insulin pump was received with cracked case at display window corner and minor scratched display window.